Manufacturer narrative:
The patient began experiencing infection with symptoms of pain beginning (B)(6) 2025. The patient consulted hcp who examined the area and prescribed antibiotics medication and also recommended sensor removal. The hcp removed the sensor on (B)(6) 2025 and inserted a new sensor in a different pocket to continue using eversense e3 cgm system.a review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient developed infection at the insertion site with symptoms of oozing. The symptoms first appeared on (B)(6) 2025. The hcp recommended removal of the sensor to alleviate the symptoms.